Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy contributed to the reported single leaflet device attachment (slda). The increased mr is likely due to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for single leaflet device attachment. It was reported that the patient presented with degenerative mitral regurgitation (dmr) grade 4 and a medial a2/p2 mitral leaflet flail and prolapse. The first mitraclip (cds0601-ntr 90627u209) was implanted without issues. Post deployment, the clip had detached from the anterior leaflet and remained on the posterior leaflet, a single leaflet device attachment (slda). As treatment for the slda, another clip was attempted, however this device failed to grasp the leaflets. The device was removed without issues. It was decided to end the procedure and the mr remained grade 4. There were no adverse patient sequela and there was no tissue injury due to this event. There was no clinically significant delay. In the physician's opinion the slda was due to anatomy. No additional information was available regarding this issue.